Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of tubes by the coils'), device dislocation ('coil migration/missing coils'), embedded device ('coils embedded in other tissue and organs') and device breakage ('broken coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, plaintiff had used essure and experienced fallopian tube perforation, device dislocation, embedded device, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, pelvic inflammatory disease, polycystic ovaries, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, pollakiuria, micturition urgency, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast pain, breast tenderness, abdominal rigidity, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression suicidal, tinnitus, syncope, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome and raynaud's phenomenon. The outcome of the events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, adenomyosis, adrenal disorder, alopecia, amenorrhoea, amnesia, anxiety, atrioventricular block first degree, bacterial vaginosis, bartholin's cyst, blood count abnormal, blood urine present, breast pain, breast tenderness, cerebrovascular accident, cervicitis, cervix carcinoma, cholelithotomy, chronic fatigue syndrome, coital bleeding, constipation, contusion, cystitis, degenerative bone disease, depression suicidal, dermal cyst, device breakage, device dislocation, diarrhoea, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, embedded device, endometriosis, facial pain, fallopian tube cyst, fallopian tube leiomyoma, fallopian tube perforation, feeling abnormal, fibromyalgia, flatulence, furuncle, gastrointestinal disorder, gluten sensitivity, hair texture abnormal, hot flush, hydrosalpinx, hyperhidrosis, hypertension, hyperthyroidism, hypertrichosis, hypoaesthesia, hypoaesthesia oral, hypoglycaemia, hypothyroidism, immune thrombocytopenic purpura, incontinence, insomnia, iron deficiency anaemia, liver disorder, loss of libido, lymphadenopathy, memory impairment, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, mood swings, multiple sclerosis, muscle spasms, myasthenia gravis, nausea, neuralgia, night sweats, ovarian cyst, ovulation pain, pain, palpitations, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, peripheral swelling, pollakiuria, polycystic ovaries, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, premenstrual dysphoric disorder, pulmonary embolism, pyrexia, rash, raynaud's phenomenon, rheumatoid arthritis, seizure, seroma, sexual dysfunction, shock, skin irritation, sleep apnoea syndrome, syncope, systemic lupus erythematosus, thrombosis, tinnitus, tooth disorder, tremor, trigeminal neuralgia, urinary tract infection, urticaria, uterine cyst, uterine infection, uterine inflammation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal candidiasis, vulvovaginal pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event ¿numbness/numbness in thigh/numbness in extremities/numbness in jaws and lips ¿was split to event numbness in extremities and numbness in lips. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of tubes by the coils'), device dislocation ('coil migration/missing coils'), embedded device ('coils embedded in other tissue and organs'), device breakage ('broken coil') and pelvic inflammatory disease ('pid pelvic inflammatory disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, plaintiff had used essure and experienced fallopian tube perforation, device dislocation, embedded device, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, pelvic inflammatory disease, polycystic ovaries, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, pollakiuria, micturition urgency, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast pain, breast tenderness, abdominal rigidity, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression suicidal, tinnitus, syncope, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome and raynaud's phenomenon. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, device breakage, pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, polycystic ovaries, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, pollakiuria, micturition urgency, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast pain, breast tenderness, abdominal rigidity, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression suicidal, tinnitus, syncope, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome and raynaud's phenomenon outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, adenomyosis, adrenal disorder, allergy to metals, alopecia, amenorrhoea, amnesia, anaemia, anxiety, arthralgia, atrioventricular block first degree, back pain, bacterial vaginosis, bartholin's cyst, blood count abnormal, blood urine present, breast pain, breast tenderness, candida infection, cerebrovascular accident, cervicitis, cervix carcinoma, chest pain, cholelithotomy, chronic fatigue syndrome, coital bleeding, confusional state, constipation, contusion, cyst, cystitis, degenerative bone disease, depressed level of consciousness, depressed mood, depression, depression suicidal, dermal cyst, device breakage, device dislocation, diarrhoea, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, embedded device, endometriosis, facial pain, fallopian tube cyst, fallopian tube leiomyoma, fallopian tube perforation, feeling abnormal, fibromyalgia, flatulence, food allergy, full blood count increased, furuncle, gastrointestinal disorder, gastrointestinal pain, gluten sensitivity, hair growth abnormal, hair texture abnormal, hot flush, hydrosalpinx, hyperhidrosis, hypertension, hyperthyroidism, hypertrichosis, hypoaesthesia, hypoaesthesia oral, hypoglycaemia, hypothyroidism, immune thrombocytopenic purpura, incontinence, insomnia, iron deficiency, iron deficiency anaemia, liver disorder, loss of consciousness, loss of libido, lymphadenopathy, memory impairment, menorrhagia, menstrual disorder, meralgia paraesthetica, metrorrhagia, micturition urgency, migraine, mood swings, multiple sclerosis, muscle spasms, muscle twitching, myasthenia gravis, nausea, neck pain, neuralgia, night sweats, ovarian cyst, ovulation pain, pain, pain in extremity, pain of skin, palpitations, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, peripheral swelling, pollakiuria, polycystic ovaries, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, premenstrual dysphoric disorder, pulmonary embolism, pyrexia, rash, raynaud's phenomenon, rheumatoid arthritis, seizure, seroma, serum ferritin decreased, sexual dysfunction, shock, skin burning sensation, skin discomfort, skin irritation, sleep apnoea syndrome, spinal pain, suicidal ideation, syncope, systemic lupus erythematosus, tenderness, thrombosis, tinnitus, tooth disorder, tremor, trigeminal neuralgia, urinary tract infection, urticaria, uterine cyst, uterine infection, uterine inflammation, uterine leiomyoma, vaginal cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal burning sensation, vulvovaginal candidiasis, vulvovaginal pain, vulvovaginal swelling, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information including new events vaginal odor, cyst at the vaginal opening, back pain, joint/hip pain, chest pain, leg pain, neck pain, spinal pain, gastrointestinal pain, depressed level of consciousness, depression, depressed mood, suicidal ideation, loss of consciousness, confusional state, meralgia parasthetica, skin burning sensation, pain of skin, skin discomfort, anemia, iron deficiency, serum ferritin decreased, full blood count increased, candida infection, vulvovaginal burning sensation, tenderness, muscle twitching, vulvovaginal swelling, hair growth abnormal, cyst, food allergy, nickel allergy, source document, reporter and references from deletion cases 2020-039983 and 2020-035327 has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of tubes by the coils'), device dislocation ('coil migration/missing coils'), embedded device ('coils embedded in other tissue and organs') and device breakage ('broken coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, plaintiff had used essure and experienced fallopian tube perforation, device dislocation, embedded device, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, pelvic inflammatory disease, polycystic ovaries, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, pollakiuria, micturition urgency, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast pain, breast tenderness, abdominal rigidity, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression suicidal, tinnitus, syncope, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome and raynaud's phenomenon. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, pelvic inflammatory disease, polycystic ovaries, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, pollakiuria, micturition urgency, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast pain, breast tenderness, abdominal rigidity, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression suicidal, tinnitus, syncope, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome and raynaud's phenomenon outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, adenomyosis, adrenal disorder, alopecia, amenorrhoea, amnesia, anxiety, atrioventricular block first degree, bacterial vaginosis, bartholin's cyst, blood count abnormal, blood urine present, breast pain, breast tenderness, cerebrovascular accident, cervicitis, cervix carcinoma, cholelithotomy, chronic fatigue syndrome, coital bleeding, constipation, contusion, cystitis, degenerative bone disease, depression suicidal, dermal cyst, device breakage, device dislocation, diarrhoea, dizziness, dry eye, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, dysplasia, embedded device, endometriosis, facial pain, fallopian tube cyst, fallopian tube leiomyoma, fallopian tube perforation, feeling abnormal, fibromyalgia, flatulence, furuncle, gastrointestinal disorder, gluten sensitivity, hair texture abnormal, hot flush, hydrosalpinx, hyperhidrosis, hypertension, hyperthyroidism, hypertrichosis, hypoaesthesia, hypoaesthesia oral, hypoglycaemia, hypothyroidism, immune thrombocytopenic purpura, incontinence, insomnia, iron deficiency anaemia, liver disorder, loss of libido, lymphadenopathy, memory impairment, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, mood swings, multiple sclerosis, muscle spasms, myasthenia gravis, nausea, neuralgia, night sweats, ovarian cyst, ovulation pain, pain, palpitations, panic attack, paraesthesia, pelvic inflammatory disease, pelvic pain, peripheral swelling, pollakiuria, polycystic ovaries, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, premature menopause, premenstrual dysphoric disorder, pulmonary embolism, pyrexia, rash, raynaud's phenomenon, rheumatoid arthritis, seizure, seroma, sexual dysfunction, shock, skin irritation, sleep apnoea syndrome, syncope, systemic lupus erythematosus, thrombosis, tinnitus, tooth disorder, tremor, trigeminal neuralgia, urinary tract infection, urticaria, uterine cyst, uterine infection, uterine inflammation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal candidiasis, vulvovaginal pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of tubes by the coils'), device dislocation ('coil migration/missing coils'), embedded device ('coils embedded in other tissue and organs') and device breakage ('broken coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unspecified date, plaintiffs had inserted essure device and experienced ¿ fallopian tube perforation, device dislocation, embedded device, device breakage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, pelvic pain, menstrual disorder, amenorrhoea, ovarian cyst, uterine cyst, fallopian tube cyst, bacterial vaginosis, vaginal haemorrhage, vaginal discharge, endometriosis, adenomyosis, hot flush, cervix carcinoma, dysplasia, hydrosalpinx, fallopian tube leiomyoma, pelvic inflammatory disease, polycystic ovaries, bartholin's cyst, premenstrual dysphoric disorder, uterine leiomyoma, uterine inflammation, uterine infection, menorrhagia, ovulation pain, night sweats, loss of libido, coital bleeding, dysmenorrhoea, dyspareunia, metrorrhagia, premature menopause, incontinence, polymenorrhoea, sexual dysfunction, vulvovaginal candidiasis, pollakiuria, micturition urgency, urinary tract infection, cystitis, cervicitis, vaginal infection, vulvovaginal pain, breast pain, breast tenderness, abdominal rigidity, facial pain, trigeminal neuralgia, pain, nausea, vomiting, flatulence, constipation, diarrhoea, abdominal distension, dysgeusia, dyspepsia, gastrointestinal disorder, migraine, dizziness, paraesthesia, hypoaesthesia, shock, neuralgia, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, seizure, cerebrovascular accident, depression, tinnitus, syncope, amnesia, post-traumatic stress disorder, tremor, iron deficiency anaemia, thrombosis, hypertension, vitamin d deficiency, contusion, vitamin b12 deficiency, blood count abnormal, hypoglycaemia, pulmonary embolism, systemic lupus erythematosus, multiple sclerosis, rheumatoid arthritis, fibromyalgia, chronic fatigue syndrome and raynaud's phenomenon. Outcome of the events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered the events to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.